Event description:
It was reported that the patient had been to the doctor three times since his implant, and seen three different manufacturer representatives. Each time he was programmed to a good setting, but within a day everything would change and it was like he was never programmed. The hcp wanted the patient to wait until the (B)(6) before making any more programming attempts. It was also reported that the patient's leads were moving around. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: lead model 3777-60, serial# (B)(4), implanted: (B)(6) 2012, explanted: na. Lead: model 3487a-56, lot# v976346, implanted: (B)(6) 2012, explanted: na. Lead: model 3487a-56, lot# v976346, implanted: (B)(6) 2012, explanted: na. Extension: model 3708220, serial# (B)(4), implanted: (B)(6) 2012, explanted: na. Programmer: model 37744, serial# (B)(4). Recharger: model 37754, serial# (B)(4).